Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure when each mesh was implanted? Were tvt retropubic and tvt- obturator implanted concurrently? Please provide a date and indication of initial surgical procedure when each mesh (tvt retropubic and tvt- obturator) was implanted? Were there any pre-existing signs/symptoms of active infection prior to mesh(es) were implanted? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Date-time of onset of abdominal/vaginal collections, sinus tracts, infection and abscesses from index surgery? Date and surgical findings of both mesh removal procedure? Were cultures performed? Results? Product code and lot number for tvt retropubic? Product code and lot number for tvt obturator? If applicable, will products be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to these events (sepsis/infection and sinus tracts)? What is the patient's current status after removal of both meshes? Adverse event regarding abdominal abscess involved tension free vaginal tape retropubic was submitted via medwatch 2210968-2019-89198

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced abdominal and vaginal collections, sinus tracts and abdominal abscess due to infected mesh. The patient underwent a mesh removal surgery. The removed mesh securely quarantined. Additional information has been requested.